Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, inappropriate automatic mode switch caused by atrial lead noise oversensing was observed. No intervention was performed at this time. The patient was in stable condition.